Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 MDR's filed for the same patient (reference 1825034-2016-03495 & 03498 / 03500). Not returned by attorney.

Event description:
Patient's legal counsel reported patient underwent an exploratory irrigation and debridement procedure approximately 22 days post-implantation due to a hematoma. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Operative report confirms the patient underwent an irrigation and debridement procedure approximately 22 days post-implantation due a hematoma. No products were removed during the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was confirmed with review of medical records received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Root cause was unable to be determined.